Event description:
Paramedics attended to a person diagnosed as pulseless and apneic. The pt's downtime was unknown. Disposable defibrillation electrodes were applied to the pt and the pt's ECG was diagnosed as asystolic. Pt cable leads and disposable external pacing electrodes were attached (a/p) and external pacing was attempted using the device while monitoring in lead ii. The device allegedly displayed a leads alarm and pacing was inhibited. All lead connections were checked and observed to be intact. Drug and CPR therapy was continued until arrival at the hosp. The pt was not resuscitated. The reporter was not sure if the device may have caused or contributed to the pt's death.